Event description:
It was reported that a liner tear was occurred. During preparation of an isleeve introducer sheath per the instructions for use (IFU) the white product mandrel was removed before inserting the dilator. After inserting the dilator a tear in the isleeve liner was noticed at two places around the blue sheath. The tears appeared to have originated in the middle portion of the device about two-thirds of the way down the blue sheath. The tear was approximately 5cm in length. Once the device damage was noticed the isleeve was thrown away. The device was never introduced into the patient and another introducer sheath was used. There was no patient harm.